Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery impedance trend was rising. Recommended replacement time (rrt) was triggered on (B)(6) 2016 due to impedance. Daily battery trend data shows gradual rise battery impedance. Early rrt alert, without corresponding battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) device reached recommended replacement time (rrt) earlier than expected. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis:the device was returned and analyzed. Analysis was performed and no anomalies were found with functional testing. Performance data collected during preliminary analysis was reviewed. It was found that a ramware update was installed on 25jul2016 which appropriately reset device to current battery status of ok.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.